Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the marginal obtuse (mo) artery with 95% stenosis. A 190 cm powerturn ultra guide wire was advancing when resistance was met with the tortuous vessel, located after the target lesion. The guide wire crossed the target lesion; however a dissection occurred in the distal portion of the coronary. The dissection was minor and no additional treatment was performed. The procedure continued with the guide wire and the target lesion was treated with an unspecified stent to successfully complete the procedure. The patient was in good condition and stable. There was no adverse patient sequela reported and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the procedure was performed to treat a lesion in the marginal obtuse (mo) artery with heavy tortuosity. No additional information was provided.